Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via study that the insulin pump had a delivery anomaly. The customer's blood glucose level was unknown at the time of incident. The customer stated bolus not delivered. The customer did not troubleshoot the issue. The customer will not be return the insulin pump for analysis.